Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that they heard a loud noise and observed smoke from the advia centaur xp instrument. The customer immediately unplugged the instrument and noticed a leak from the reagent compartment and underneath the left side of the instrument. With siemens remote assistance, the customer verified the instrument and noticed power surge, burnt power outlet, melted outlet and broken prongs. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, noticed that a short circuit had occurred in the main power inlet and power cord. The cse replaced the power cord and verified the circuits for any shorts or damage. Additionally, the cse fixed the leak from the pressurized manifold area in the reagent fluidics drawer. The instrument was then powered up and quality controls (qcs) were processed, which recovered within the acceptable range. Siemens further evaluated the event and determine that the short circuit caused by a water leak potentially contributed to this event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer heard a loud noise and observed smoke from an advia centaur xp instrument. The customer stated that they immediately unplugged the instrument and noticed a leak from the reagent compartment and underneath the left side of the instrument. There were no injuries reported. There are no known reports of adverse health consequences due to this event.